Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if the patient will be reimplanted with a new device as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
Correction: the correct catalog number is 92127; not 92126 as previously reported. This report is filed march 3, 2014.